Manufacturer narrative:
The customer contacted the siemens regional support center (rsc). The customer stated that quality controls (qc) on both instruments were within ranges for levels 1 and 3 on the day the event occurred. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced sample probe 1 (s1), sample probe 2 (s2), sample probe 3 (s3), the integrated multi-sensor technology (imt) and aliquot probes. The cse cleaned all the drains and inspected the aliquot plates. The cse found dried fibrin and sample on the aliquot probe, around the aliquot drain, and near the sample positioner as well as several samples with cells and fibrin. Siemens also reviewed the customer's centrifugation times and speeds and these observations were discussed with the customer. A siemens headquarters support center (hsc) specialist reviewed the instrument data and concluded that reagent integrity and delivery were normal. The sample which read falsely low, also has a low photometric read at the 294 nm filter, indicating that the sample delivery on the same sample was inconsistent. The hsc concluded the following could be the likely causes for the discrepancy: sample integrity, aliquot probe aspiration issues, and sample probe aspiration issues. The cause for the customer not following manufacturer specification recommendation is failure to follow instructions. The cause of the discordant, falsely low vancomycin result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The second repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.

Manufacturer narrative:
The initial MDR was filed september 27, 2017. Additional information (10/23/2017): a siemens headquarter support center (hsc) specialist evaluated the data related to the event. The hsc specialist concluded that the cause of the issue could not be determined, as the customer has declined further troubleshooting of the instrument.